Event description:
Her meter was reporting high results. She received a result of 476 mg/dl compared to another meter's result of 179 mg/dl. Customer has been taking insulin according to the readings, but has not had any adverse reaction. Customer asked to return meter for further evaluation and a replacement was provided.